Event description:
It was reported that starting a week ago, the wake button became difficult to press for the customer, their spouse and their health care provider. The customer's blood glucose level was 176 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy and had manual injections if needed.